Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated should information be provided at that time.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The estimated longevity 10% was not as expected during an interrogation prior to implant. This device is expected to be returned to boston scientific for analysis. There is no patient involvement at the time of this issue.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The estimated longevity 10% was not as expected during an interrogation prior to implant. This device returned to boston scientific for analysis. There is no patient involvement at the time of this issue.

Manufacturer narrative:
Supplemental: the returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. Review of device data confirmed the device software had an incorrect manufacturing date/timestamp. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Initial: at this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated should information be provided at that time.